Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 526mg/dl. Customer called for assistance with programming new insulin pump to treat for high blood glucose. Troubleshooting for high blood glucose was performed. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. Customer declined to check for air bubbles or leak. During troubleshoot for high blood glucose, customer reported no delivery alarm. The no delivery alarm troubleshoot found bent cannula. Troubleshoot for bent cannula performed. Customer advised to change infusion set. Customer declined to finish troubleshoot for high blood glucose. The device settings were programmed to customer's desire and customer was able to treat with insulin pump. The product was not returned for analysis.